Event description:
It was reported that this pacemaker experienced loss of capture, high capture thresholds and pacing inhibition. The patient was admitted to the intensive care unit (ICU). Subsequently, a revision procedure was performed and the pacemaker was explanted, while the leads were surgically abandoned. All system was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker experienced loss of capture, high capture thresholds and pacing inhibition. The patient was admitted to the intensive care unit (ICU). Subsequently, a revision procedure was performed and the pacemaker was explanted, while the leads were surgically abandoned. All system was successfully replaced. No additional adverse patient effects were reported.